Event description:
It was reported that the patient had a loss of therapeutic effect and their therapy issues started about 6 weeks ago. The patient felt like the implant was not working and the device would work for a little while after making an amplitude or program adjustment but then the effect fizzled out. It was noted that the therapy worked initially after making a change and then it stopped. The patient¿s therapy and feeling of stimulation was inconsistent. It was reported that the issue started 6 weeks ago and it came on suddenly. The patient had no falls or trauma.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va0d8am, implanted: (B)(6) 2014, product type lead. (B)(4).